Event description:
It was reported that the patient fell on the floor. From then on the patient was no longer able to hear with her device. Testing was carried out which showed 8 electrode channels with status hi and 1 short-circuit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.